Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly the patient was revised due to infection. Hip was washed out , head was removed as well as a cable form a previous surgery. (Probably from a past fracture of the femur) cultures taken.